Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was noisy and the lock lever was defective. It is known that the device was not being used during surgery. It is unk if there were any pt/user injuries or if medical intervention occurred. There was no add'l info provided.